Manufacturer narrative:
Product event summary: data files were returned and analyzed. The data files were returned and analyzed. The log files were analyzed, and timestamps/errors were observed with a possible catheter serial number (B)(6). In conclusion, the reported "steam pop" issue was not confirmed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the patient was treated for ventricular tachycardia using the sphere catheter, affera prism 1 system, mapping system afr-00003, and generator afr-00004 hexagen radiofrequency (rf). The physician suspected a questionable steam-pop during radiofrequency ablation based on increased echocardiogram densities observed on intracardiac echocardiogram (ice) imaging, though no audible pop was heard. Ablation was discontinued, and the physician was advised to remove the catheter to examine for char; however, due to difficulties in accessing the exact location, one pulsed field (pf) lesion was performed before catheter removal. Upon examination, no char was observed on the catheter. The catheter was then re-prepped and reinserted. There were no hemodynamic changes to the patient during this time. The procedure was temporarily interrupted due to a software issue with the mapping system, where acquired beats did not display in the beat library window, though pattern matching remained functional. Restarting as a new study did not resolve the issue, but mapping continued using pattern matching. Additionally, a radiofrequency (rf) delivery error occurred, with an alert displayed on the rfg remote indicating no sound during ablation and inability to apply rf or pf therapies. Power cycling the rfg resolved the error, and the procedure was completed with no further issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: afr-00003, product type: mapping system; product ID: afr-00004, product type: radiofrequency generator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.